Manufacturer narrative:
The device has been returned to the MFR for repair, however, the investigation on the device is not complete. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the surgeon complained that the zimmer meshgraft ii was not puncturing/meshing the graft. Additional info obtained on 3/25/2010 indicated that the surgeon had to harvest another graft with another mesher. The condition of the first graft is unk, there was no description available. There was no attempt to mesh the first graft on the second mesher unit.